Manufacturer narrative:
Additional information: b5. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 12/6/2024: all the implant was removed from inside the patient. The case was completed using another ar-8925ss syndesmosis tightrope xp. The issue was a quick fix, so the case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-8925ss syndesmosis tightrope xp suture snapped off at the button before the surgeon was able to get the final desired tension for reduction of the syndesmosis joint. This was discovered during an ankle fracture syndesmosis xp procedure on (B)(6) 2024.